Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed and technical error 18 was found which confirms the reported event. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to technical manual the power board was replaced and was sent back to brézins for further investigation. Nothing was noticed during external visual check. Functional cross testing were carried out. All performed successfully and within our specifications without triggering any technical error. Although the reported event coud not be reproduced the complaint description was confirmed by error 18 found in the log review and by the provided photo of device screen. Therefore the root cause of the reported event remains unknown and could be linked to a random issue or to another part that can only be tested with its associated device. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "during preventive maintenance the error 18 occurred, therefore as stated in the technical manual the power supply was replaced by a new one. After that, no error occured an the pump worked as usual. No patient was involved." Error 18 is described in the technical manual as an ac power presence issue. Reporting due to the referenced issue. No patient was involved. More information is needed to complete the investigation.